Event description:
Customer reported that during a procedure on (B)(6) 2024, the ccu shut down mid case. They were able to complete the procedure using another urology room processor. Customer estimated switching out the unit delayed the case for approximately 5 minutes. They reported that there was no patient impact.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per evaluation findings by the manufacturer: complaint verified - the tc301 powers on and links to the tc20x indicated by the gui. However, no image is produced. A functional test confirmed the failure. Troubleshooting found that u70 (the p15v0a power regulator) didn't have any output. The proper input was confirmed to be supplied to u70, yet the p15v0 output still wasn't produced. R399 (the zero ohm isolation resistor) was removed to isolate the u70 power supply regulator output from the rest of the circuit. Voltage measurements confirmed that u70 was not producing any output. U70 can't be replaced at ksi, so the motherboard will need to be replaced to address the customer's issue. Ultimately, the motherboard is approaching 5 years of use, so the failure can be attributed to normal wear and tear. This event is filed under internal complaint (B)(4).

Manufacturer narrative:
Per new information from the customer on april-26-2024, they confirmed that the correct serial number of the involved device should be (B)(6), instead of serial number (B)(6) that was initially reported. This event is filed under internal complaint ID (B)(4).